Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had low impedance and was unable to sense. The lead was explanted and replaced. The ventricular lead was undersensing and was capped. No patient complications have been reported as a result of this event.